Manufacturer narrative:
(B)(4). Batch # n92p6e. The instrument was visually inspected and no apparent visual damage was seen. The tissue pad had body fluids and evidence of normal wear. The instrument when moved briskly sounded as if it had a loose internal component. The instrument was connected to the generator and activated as expected. The hand activation functioned and the jaw opened and closed. The instrument was disassembled and it was noted that the yoke pin was loose within the assembly. This is likely the cause of the reported noise by the customer. There is no conclusion as to how this component got loose in the instrument. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, an unknown noise was heard from the device during use. The device was used on the colon and rectal. The blade tip was not broken off and no piece fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.